Manufacturer narrative:
The device was returned for analysis. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted with proglide devices using the pre-close technique via a 7f - 10f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. The sutures of the first two proglide devices were successfully pre-placed. Reportedly, the third proglide got stuck in the patient anatomy. The device was removed via cutdown. The sheath was upsized to an 18f and the aaa procedure was completed. Hemostasis was achieved post procedure via the cutdown [surgical suturing]. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.